Event description:
It is reported that the patient has a button error on their insulin pump and the button will not work. Patient's blood glucose level is at 95mg/dl. Trouble shooting is conducted and found water damage. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.